Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvm4b10) and packaging were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Device history record (DHR) review was completed for the subject lot number (1229686). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (1229686). No other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified since the condition of the products/packaging as received by the customer remained nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that during the placement procedure doctor opened the implant to find that the inner vial and its content (implant, cover screw and mount) was missing. Doctor completed the procedure with other implant she had in stock.